Manufacturer narrative:
This initial emdr report is being filed for like products reporting. The manufacturer's codes for: method; results; and, conclusion - are pending. Completion of the manufacturer's product/complaint investigation. Once the investigation is completed, a follow-up report will be submitted to FDA, which will include manufacturer's codes for: method; results; and, conclusion.

Event description:
Once the lens was injected into capsule surgeon noticed trailing haptic was broken, small piece still in injector. Surgeon left the lens as insitu as stable. Patient impact: only lengthening of procedure.

Event description:
Once the lens was injected into capsule surgeon noticed trailing haptic was broken, small piece still in injector. Surgeon left the lens as insitu as stable. Patient impact: only lengthening of procedure.

Manufacturer narrative:
This follow-up report #1 is being filed for like products reporting - to submit additional information not available/included in the initial report. The device was not returned to the manufacturer. Therefore, the product complaint investigation consisted of a review of the manufacturing and inspection records, and the results are noted below: no abnormalities were found in the production and inspection records of the product. Exact root cause could not be determined. From our investigation, we believe this issue is not product related. Additional information not available/included in initial report - risk analysis conducted on the product line and failure codes, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation.